Event description:
During remote follow-up, undersensing was observed during episodes of atrial flutter. Reprogramming is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.